Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. No device logs have been received. The reported failure was reproduced during simulated use test of the returned air gas module. The failure was caused by a defective supply pressure transducer on a printed circuit board inside the gas module. The failure of the supply pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective supply pressure transducer could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).